Event description:
Healthcare professional reported a lap-band system removal due to "persistent vagal irritation and the patient request for removal." The doctor noted there "was no dysfunction of the lap-band system."

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, and implant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body." Caution: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant."